Event description:
It was reported that, during a tka surgery, a gii oval patella 5 pt. Sz gde found broken. This was noticed while outside the patient. Surgery was completed, without any delay, with a sn back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned gii oval patella 5 pt. Sz gde confirmed a piece of the device is broken off. The other piece was not returned with the device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.